Event description:
It was reported that the pt has sudden changes of volume can also continuously hear background noise, that sounds like water. The external equipment has been totally exchanged, but the strange background noise remains. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.